Event description:
Ligasure failed to activate, machine was exchanged and the hand piece still did not activate. Hand piece was exchanged and began to work. Malfunctioning handpiece was removed from field.